Manufacturer narrative:
Concomitant medical products: transobturator polypropylene vaginal tape, parietex ugytex anterior mesh, pelvisoft mesh. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of uterovaginal prolapse, central/paravaginal cystocele, rectocele with rectal prolapse, pubocervical/rectovaginal fascial weakening, enterocele, bladder neck hypermobility, stress urinary incontinence, and incomplete bladder emptying. It was reported that after implant, the patient experienced injury, pain, discomfort, urinary problems, dyspareunia, erosion, and urinary incontinence. Post-operative patient treatment included additional surgical procedures.